Event description:
The customer reported a device therapy cable failure. It was reported to philips that the alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.